Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after the anastomosis was completed, this product was used for the closure of the surgical opening. The surgeon had great difficulty in moving the knob to fire. He managed to let it fire. Nothing improper in method of use by the customer was confirmed. However, when the jaw was opened, the malformation of staple was observed and the bleeding occurred. For recovery at first, the additional suturing was done after the concerning part was cauterized by electrical surgical pencil. However, the customer confirmed this treatment was not enough. Then using a competitive device, the concerning part was additionally operated to complete the case. This involved unanticipated tissue resection. Operating time was extended less than 30 minutes. It is unknown whether reinforcement material was used.